Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial channel and pacing impedance measurements greater than 2000 ohms. There were also some inappropriate mode switch episodes due to the noise. An intervention took place and lead was disconnected and the setscrews were re-tightened. Pacing impedance measurements returned to normal range. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was subsequently explanted for normal battery depletion and was returned for routine testing.